Event description:
It was reported that the pediatric quadrox was briefly clamped to assess the weaning of the patient. Upon re-initiation of flow it was reported that the oxygenator flow was substantially lower and pressures were higher. Oxygenator was continued to be used and eventually resolved to more normal flows/pressures. The reported concern was that even during a brief clamp out, the oxygenator seemed to clot. This was a longer run with a patient that was on cvvh. There was a sudden increase in the transmembrane pressure greater than 100mmhg and loss of forward flow to the patient. The issue resolved on its own. No consequences to the patient were reported. (B)(4) (pressure rise). Related complaints, same incident, same product: (B)(4) (clotting/a separate medwatch was sent on 04/08/2015); (B)(4) (blood flow/a separate medwatch was sent on 04/08/2015).

Manufacturer narrative:
Maquet cardiopulmonary has initiated this complaint investigation to address the reported issue of the pressure rise in the system. In addition, two separate complaint investigations have been initiated to evaluate the reported issues of clotting and the low flow. The product in question was requested for evaluation. A supplemental report will be provided when new information becomes available.